Event description:
It was reported to philips that the system gave a remote alert indicating fluoro storage was not possible due to an image disk problem, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) connected with the customer remotely and found fluoro storage not possible. Fluoro storage is not possible due to an image disk problem that was received via remote alert. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, image processing pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction z-1151-2024. To resolve the issue, philips engineer implemented a medical device correction in another work order. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.